Manufacturer narrative:
Additional devices included on this report are as follows: catalog #: pxc181000 / serial #: (B)(4) / UDI #: (B)(4). Catalog #: pxc201200 / serial #: (B)(4) / UDI #: (B)(4). Patient weight: asked but unavailable. Outcomes attributed to adverse event - death - date of patient death: as the date of patient death is reportedly unknown, but reported as around (B)(6), the date of patient death has been estimated as (B)(6) 2020. Other relevant history, including preexisting medical conditions: asked but unavailable. Concomitant medical products and therapy dates: asked but unavailable.

Event description:
On (B)(6) 2010, the patient underwent endovascular treatment of an abdominal aortic aneurysm using gore® excluder® aaa endoprostheses. A type ii endoleak was detected at final angiography. The patient tolerated the procedure. On an unknown date in early (B)(6) 2020 a proximal type I endoleak, a distal endoleak on both the right and left side, and aneurysm enlargement were confirmed. A re-intervention and additional stent graft placement on both the proximal and distal sides was planned for (B)(6) 2020. However, on an unknown date in mid (B)(6) 2020 (reported as around (B)(6)) the patient expired due to aneurysm rupture. It was reported that the attending physician was unable to obtain detailed information regarding the patient's death.

Manufacturer narrative:
H.6. Results code 1 updated. H.6. Conclusions code 1 updated. H.6. Conclusions code 2 added. H.6. Conclusions code 2: code 22 - according to the gore® excluder® aaa endoprosthesis instructions for use (IFU), potential device or procedure-related adverse events that may occur and/or require intervention include, but are not limited to, endoleak, aneurysm enlargement, aneurysm rupture and death. Furthermore, the IFU informs users of the risks associated with type ii endoleaks, and users are instructed to consider the risks and benefits discussed in the IFU for each patient before using the devices.